Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The same malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurs, and they acknowledged and understood these instructions.